Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter was no longer working. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed a transmitter failure error, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage. Data was previously reviewed and revealed a transmitter fatal error. The allegation was confirmed. The probable cause was determined to be a transmitter fatal error. The reported event of the transmitter not working is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.